Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. This report represents the valve used. Please reference related manufacturer report no 2015691-2016-01871. (B)(4). Per the instructions for use (IFU), valve embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, under-expansion of the valve likely contributed to the valve embolization into the aorta. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through the s3i continued access program, during deployment of a 26mm sapien 3 valve, it was observed that the pusher was not retracted to the middle triple marker and the balloon ruptured. The valve was under-deployed and tee showed mild pvl. The valve was post-dilated and the pvl improved, however, angiography showed the valve was in an 80:20 aortic/ventricular position. While a second valve and delivery system were being prepared, a second angiogram showed that the valve was now completely sub-annular and lodged in the lvot. Surgical avr was performed and the sapien 3 valve was removed from the lvot. At the time of the report the patient was stable. The patient's native annulus was 452mm2 by CT, and the native annulus and native leaflets were moderately calcified.